Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(4). The previous qc test had acceptable results. The last calibration was performed on 25-jan-2021 with results below expectations. The centrifugation time appeared to be too short. The field service engineer performed the yearly technical maintenance after the event and cleaned the prewash station. They then performed an assay performance check which had acceptable results. A general reagent problem can be excluded because no further flyer results were reported after the event and service. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of questionable elecsys testosterone ii assay results for 2 patient samples on a cobas 6000 e 601 module analyzer. Patient (B)(6): the initial result was 8.04 ng/ml and the repeat result was 3.29 ng/ml. Patient (B)(6): the initial result was 1.71 ng/ml and the repeat result was 0.105 ng/ml. The results were not reported outside the laboratory. The reagent lot number was 488796 and the expiration date was 31-oct-2021.